Event description:
Caller states the patient tested 2.4 inr on the coaguchek system and 1.8 inr on comparison lab. No adverse event reported. No action taken based on device result. Requested return of suspect system and replacement was sent.